Manufacturer narrative:
A review of the pump black box revealed that the data from the date of the complaint was overwritten. The complaint was unable to be confirmed or duplicated during the investigation. The current black box showed no evidence of a short battery life. The battery cap was able to fully tighten. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump powered with the returned battery cap to a dim and discolored display. The battery compartment was found to be cracked below the grip pad. The audio bolus button cover was found to have a tear in the center but it was still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.